Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported that on (B)(6) 2020, during cranial defect repair surgery, when surgeon was final tightening the screws, the cross threads of screw head was peeled. The flash of the screw head was removed. The surgeon checked the connection among the screw, plate and peek, and decided to leave the screw. There were no adverse consequences to the patient. Procedure was completed successfully without any surgical delay. Patient outcome is reported as stable. No additional information provided. Concomitant device reported: screwdriver (part# unknown, lot# unknown, quantity# 1). This report is for one (1) matrixneuro sterile kit std 4. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: part: 145.321s, lot: 5l00964, manufacturing site: bettlach, release to warehouse date: june 14, 2019, expiry date: june 01, 2029. Since there is no allegation against packing or sterility, device history record (DHR) review is done for non-sterile part: part: 04.503.104.20, lot: h858576, manufacturing site: monument manufacturing location: monument manufacturing date: march 25, 2019, part: 04.503.104.20, ti matrixneuro screw self- drilling 4mm, lot: h858576 (non-sterile). Six pieces were scrapped at flow pack/label for being an excess packaging quantity. Work order traveler met all inspection acceptance criteria apart from the six pieces noted. Inspection sheet, inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and all components used met current defined requirements. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part: 21015, tialnbrrri4.00, lot: h692284. Certified test report supplied by perryman company was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Complaint is confirmed as we are able to confirm complaint description (screw recess deformed/peeled off) based on the received pictures. Complained issue could not be replicated and/or confirmed (breakage) based on the available information (incl. Pictures and/or x-rays). Product was not returned therefore, no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.